Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported multi organ failure and patient outcome could not be conclusively determined through this evaluation. The account reported that the patient expired on (B)(6) 2021 due to multi organ failure. Multiple requests for additional information were issued to the customer; however, no further information was provided. The pump was not returned for evaluation. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists multiple organ failures and death as adverse events that may be associated with the use of heartmate ii lvas. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 12jan2016. The heartmate ii lvas IFU is currently available. Multiple organ failures and death are listed as adverse events that may be associated with the use of heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient passed away due to mult-system organ failure. No further information was available.